Event description:
The olympus (omsi) field service engineer (fse) was informed that the customer visera elite ii video system processor is ¿not working¿. The fse inspected the processor and found the touch panel blacks out intermittently during maintenance. The customer problem was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
No device has been returned to olympus to date. However, the investigation is ongoing. If additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report was submitted to provide the device evaluation results and a correction to the product receipt date. The subject device was returned to the olympus repair center. The customer¿s reported problem was confirmed, front panel display blacks out intermittently due to a defective circuit (cp) board. Additionally, there are color bars displayed on the monitor screen with no image also due to a defective cp board. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective/faulty circuit board could not be identified. Olympus will continue to monitor field performance for this device.